Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. A conclusive cause for the reported thrombosis and pain, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. The reported patient effects of thrombosis and pain are listed in the supera peripheral stent systems instructions for use as potential adverse effects of peripheral percutaneous intervention. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous superficial femoral artery. On (B)(6) 2025, a 5.5x150 supera peripheral stent was successfully implanted. On (B)(6) 2025, the patient developed lower limb pain and thrombosis was confirmed by angiography. The patient was treated by aspirating the thrombus with a non-abbott device. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.